Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is likely that a non-deployment event occurred due to an obstruction of the distal tip. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided due to data privacy a2: age & date of birth: requested, not provided due to data privacy a3a: sex: requested, not provided due to data privacy a3b: gender: n/a a4: weight: requested, not provided due to data privacy a5: ethnicity: requested, not provided due to data privacy a6: race: requested, not provided due to data privacy d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: requested, unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal vip device came out when they pulled back. The anchor could not be released despite clicking. There was no patient harm. Additional information was received on 14nov2024: diagnostic procedure using a 6fr femoral sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. No issues with insertion, deployment, or withdrawal of the device. A pre-deployment angiogram was performed. Manual compression performed to achieve hemostasis. The estimated blood loss was less than 250cc. There were no concomitant medical products used with the angio-seal device.